Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the blackbox data revealed multiple records of persistent replace battery alarms during the time of the reported event. On examination, there was visual evidence of moisture ingress inside the pump on the display screen. There was a crack in the battery compartment extending from the finger pad down to the case seal. There was no evidence of moisture corrosion inside the battery compartment. A leak test was performed and revealed a leak at the battery compartment crack. The battery cap that was returned with the pump was able to be tightened to the pump properly and maintained a proper electrical connection. The pump powered on normally and displayed the verify screen as intended. The pump was exercised for 24 hours with a loss of prime occurring during the test period. The pump did not experience a loss or interruption of power during investigation. The pump was opened for investigation and revealed evidence of moisture corrosion inside the pump affecting the force sensor assembly and the continuous glucose monitoring module. The display was noted to be faded and discolored.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: faded, discolored display.